Event description:
Tech was moving the shield when the arm broke off and the shield assembly fell and struck her shoulder. She was sent for x-rays which returned negative. She reported a "golf-ball sized lump" that has healed. She says she has recovered fine.

Manufacturer narrative:
Tammy said that the arm is no longer on site. Serial number info was not provided during initial reporting. Mavig cannot recover arm at this point.